Manufacturer narrative:
The ht controller board and atp console board were returned to the manufacturer for analysis. The ht controller board and atp console board were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the system would not complete generator calibrations. The representative reported that the atp console board was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the imaging system was unable to pass generator calibrations. There was no patient present when this issue was identified. No additional information was provided.